Event description:
It was reported that the patient's implantable loop recorder (ilr) did not capture the episodes as expected with an electrogram read -out. Research indicated that the device had a software error. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.